Event description:
It was reported by a family that the bed frame is lowering on its own. The patient was on the bed when the incident occurred. No injury was sustained. The patient is bed bound. The technician evaluation did not confirm the reported issue, however, during the visit the issue with the backrest actuator was found.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The unintended backrest lowering could not be recreated during the arjo technician visit. However, the technician found the backrest actuator being faulty. The customer did not claim any issue with the backrest actuator in the past. It was concluded that the backrest actuator was lowering through time due to regular use. The minuet 2 bed instructions for use (746-396-en rev 17 11/2019) warns users to "carry out a full test of all electrical bed positioning functions (backrest, height, etc.) Yearly." Based on the collected information, the exact cause of the issue was due to normal wear of the part. Arjo device failed to meet its specification since the device was lowering unintentionally. The device was used for the patient's treatment when the event occurred, and from that perspective, it played the role in the event. The complaint was assessed as reportable due to the allegation that the bed was lowering without any command given.